Event description:
Blood bank test results were posting to incorrect pt record in the hosp info system (his). The results residing in the blood bank lab info system (bblis) were correct. All transfusions are given based on the correct data in the bblis. The most potentially significant clinical effect of incorrect info from the blood bank in the his could prevent or inappropriately delay the adminstration of rh immune globulin to a pre or post natal mother. Other results that could have potential, less significant clinical effects are an incorrect direct anti globulin or clinically significant positive antibody screen.